Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, once the lp was fixated, it was noted that the lp did not separate from the catheter. As the physician was attempting to remove the lp, the tethers broke off. The catheter was removed from the body. It was then noted that the lp helix was slightly elongated while still attached to the tissue and the tethers remained off the back of the lp. After attempting to retrieve the lp, the tethers released from the device and lodged into the right atrium and superior vena cava. The physician was able to successfully remove the lp but not the broken tethers. The patient presented again on (B)(6) 2025 and the tethers were retrieved successfully. The patient was stable.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp did not separate from the catheter. As the physician was attempting to remove the lp, the tethers broke off. The catheter was removed from the body. It was then noted that the lp helix stretched and the tethers remained off the back of the lp. After attempting to retrieve the lp, the tethers released from the device and lodged into the right atrium and superior vena cava. The physician was able to successfully remove the lp but not the broken tethers. The patient presented again on (B)(6) 2025 and the tethers were retrieved successfully. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix and separation failure were not confirmed. Visual inspection that the helix length was within specifications. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.